Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2008; dtma1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high/undefined pacing impedance, and the rv coil had impedance spikes and h igh/undefined impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.